Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It has been reported that the bolt went in without difficulty, but when trying to put in the introducer, the fit was too tight and would not insert fully. The introducer and the end of the icp catheter channel were removed; the introducer tube for the o2 or temperature probe and the seal broke apart. The bolt was kept in the pt's head and a second licox kit was opened. The introducer from this kit was inserted and although it was also reported to be a tight fit, it was fully inserted. The o2 readings seem appropriate. On 07/18/2007 conference call with hospital contact, microsurgical representative and integra director of clinical development. The user facility was provided with pointers on how the introducer will be tight and must be turned as it is elliptical.